Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetic care (adc) device in use with samsung a23 phone with android operating system 2.13.1.111296 version 16. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customers were not alerted to changes in glucose level and experienced loss of consciousness and were unable to self-treat, requiring treatment of glucose infusion and pain medication by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.